Event description:
The loaner tps micro drill was returned to stryker instruments, and during functional evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The loaner tps micro drill was returned to stryker instruments, and during functional evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The failure for bias current error was confirmed. Corrosion was found affecting the components of the device including the motor and bearings. Corrosion may limit the design function of the components causing the failure. The affected parts were replaced and the device was returned to the loaner pool. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure.